Event description:
The customer tested his blood glucose using his contour and elite meters. The contour meter read 396 mg/dl, while the elite meter read 159 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.